Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead was fractured. The remote transmission showed there was high impedance on the svc coil. The remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2013. Max svc defibrillation impedance varies rises from 86 ohm the week ending (B)(4) 2013 to greater than 375 ohm the week ending (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d144vwc implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.